Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a surgery on (B)(6) 2013, one of the screw heads came loose from the bone screw during placement on level l4. It was also reported, when the surgeon tried to change the direction of the screw, the tip of the holding sleeve broke off. This is 3 of 3 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records have been requested. Placeholder.